Event description:
It was reported that the pulse generator exhibited noise on the ventricular channel.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.